Manufacturer narrative:
Device received with blank display die to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to confirm critical pump error alarm due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had critical pump error. The blood glucose was 127 mg/dl at the time of the incident. Customer reported that, they received a critical pump error image on the pump screen. Customer went to change the battery and it was wet inside the battery compartment. Customer advised to replace and discontinue use of the pump and recommended customer refer to back up plan. The insulin pump will be returned for analysis.